Event description:
During placement of a gastrostomy tube, the physician selected a cook endoscopy flow 20 percutaneous endoscopic gastrostomy set - push. The tip of the endoscope was placed inside the stomach. An incision in the abdominal wall was made (through skin and subcutaneous tissue into the stomach). The needle and cannula unit was inserted through the skin incision into the stomach and the needle was removed leaving the cannula in place. The floppy tip of the wire guide was placed through the cannula and into the stomach. A snare was placed through the accessory channel of the endoscope and used to grasp the floppy tip of the wire guide. The endoscope, snare and wire guide are removed simultaneously from the patient's mouth. This is performed so that the wire guide is protruding from both the patient's mouth and incision site. This is necessary for feeding tube placement. The wire guide began to fray as it was withdrawn with the snare and endoscope. The frayed end of the wire guide was trimmed externally to the patient's mouth and the gastrostomy tube was advanced over the wire guide. As the gastrostomy tube was advanced, the gastrostomy tube became lodged on the wire guide where the fraying of the wire guide had previously occurred. The user advanced a second wire guide through the gastrostomy tube to dislodge it. The procedure was completed with this device. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
The specific lot number could not be provided by the initial reporter. After review of the initial reporter's order history, we can advise the lot number is either w2595185 or w2644259. The expiration date is either 02/25/2009 or 02/02/2010. The device MFR date is either 02/25/2008 or 02/02/2009. Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. The possible lot numbers of the product said to be involved were used to review the device history records. After a review of the device history records for the possible lots, we can report no discrepancies or anomalies were noted. We could not conduct a sample test from these lots because none of the product from these lots remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based in this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A bend and fraying of the wire guide can occur if the snare is severely tightened onto the wire guide. If the snare and wire guide are pulled with the snare in this position this could contribute to wire guide damage, such as bends or fraying. Prior to distribution, all flow 20 percutaneous endoscopic gastrostomy set - push devices are subjected to an inspection for device integrity. A visual examination of all components is performed. A review of the possible device history records confirmed that these lots met manufacturing requirements prior to shipment. Corrective actions: no corrective action warranted at this time because this report could not be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.